Event description:
The customer reported that the cannula was slightly bent. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the bent canula or to determine if could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.